Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a plastic was found on lens and in the eye. Sample was not available to return. There are two medical device reports associated with this event. This is one of two. Additional information was requested and received that according to the operating surgeons, the issue isn¿t consistent but is persistent and their remedy is to remove the entire lot code of iol cartridges associated with the incident. The issue occurs with both our iols as well as the competitors.